Event description:
It was reported that the patient was having charging issues due to the ipg placed too deep and was charging the ipg longer. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232, sn: (B)(6). The returned ipg was analyzed and revealed that the can was damaged. With all the available information, boston scientific concludes the reported event was confirmed. An analysis of the data log revealed that there were charging issues due to the thermistor being triggered multiple times. However, the ipg was able to fully charge in a room temperature environment in one four-hour charge cycle without any anomalies. The IFU (instructions for use) states that, for proper operation, do not use the charger if the ambient temperature is above 35 degree celsius 95-degree fahrenheit and for best charging results, make sure the charger is well ventilated and centered over the stimulator. Therefore, the probable cause was unintended use of error which caused or contributed to the event due to the ipg thermistor which likely being triggered by poor ventilation while charging.

Event description:
It was reported that the patient was having charging issues due to the ipg placed too deep and was charging the ipg longer. The patient underwent an ipg replacement procedure and was doing well postoperatively.